Event description:
It was reported the patient was treated in the emergency room for a headache. The patient developed pain and numbness along the c2 nerve distribution. Evaluation determined the lead moved laterally around the c1-c2 region causing the pain. The patient is pending follow up with his implanting neurosurgeon.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.